Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted when it was powered on. Troubleshooting was performed. After checking the print camera diagnostics, it noted that the controller faulted (rt code). The manufacturing representative (rep) reported that another system at this site recently had a faulted controller and believes that it may have been caused by the instrument interface/flat emitter from this system as these components are used interchangeably between systems. The rep then plugged both of these components into the trunk stock on the system and the system displayed another localizer faulted message shortly after. It was noted that the controller fault remained after disconnecting components and rebooting. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735777, serial/lot #: (B)(6) product ID: 9735780, serial/lot #: unknown, product ID: 9733752, serial/lot #: (B)(6) UDI#: (B)(4). Product ID: 9735825ent, serial/lot #: (B)(6). Product ID: 9735824, serial/lot #: (B)(6). Product ID: 9735777, serial/lot #: (B)(6). Product ID: 9735780, serial/lot #: unknown. Product ID: 9735824, serial/lot #: (B)(6). Product ID: 9735824, serial/lot #: (B)(6). Product ID: 9735777, serial/lot #: (B)(6). H3) the manufacturer representative went to the site to test the navigation system. There was a localizer failure alert on the screen. While troubleshooting, they discovered the interface box was causing multiple systems controller boxes to stop working and display "localizer failure". The controller and cables were replaced; interface box and flat emitter replaced. Codes: b01, c02, d02 the em interface was returned for analysis. The returned em interface was tested and it was initially found that the lemo connector was missing the inner sleeve. The inner sleeve was replaced for testing and once the interface was connected to our lat station it immediately faulted. Codes: b01, c02, d02 returned 2025-jul-24 the controller (9735824, ln: 603002070) was returned for analysis. The returned controller was confirmed to be faulty. Upon connection to the lat station, it faulted immediately. After removing the outer casing, the led display on the pcba showed an error code of 1-0-0. Codes: b01, c02, d02 returned 2025-jul-24 the controller (9735824, ln: 1601107219) was returned for analysis. The returned controller was confirmed to be faulty. Upon connection to the lat station, it faulted immediately. After removing the outer casing, the led display on the pcba showed an error code of 1-0-0. Codes: b01, c02, d02 returned 2025-jul-24 the controller (9735824, ln: 1600992819) was returned for analysis. The returned controller was confirmed to be faulty. Upon connection to the lat station, it faulted immediately. After removing the outer casing, the led display on the pcba showed an error code of 1-0-0. Codes: b01, c02, d02 returned 2025-jul-24 the emitter was returned for analysis. The reported problem couldn't be duplicated. Flat emitter was connected to our lat station and passed an extended burn-in test without issues. Codes: b01, c19, d14 returned 2025-jul-24 three cables were returned for analysis (9735777, ln: 190627, 230428, 230420). All three returned cables passed a continuity test with no opens or shorts detected. No problem found. Codes: b01, c19, d14 returned 2025-jul-24 two cables were returned for analysis (9735780, unknown). Both returned cables were intact with no physical damage. Both passed a continuity test with no opens or shorts detected. No problem found. Codes: b01, c19, d14 returned 2025-jul-24 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.